Event description:
A balloon would not deflate during preparation. Another balloon was used to successfully complete the procedure without pt complications. Follow up indicated the device was re-shaped prior to testing. The device was received and evaluated by this MFR. The engineering evaluation indicated the device deflated without difficulty. No anomalies or defects were noted. Since the device performed as intended and no anomalies were noted and it was indicated the balloon was pre-shaped prior to testing, co does not attribute this event to the device.